Event description:
A malfunction was reported on the pump. The customer could not confirm the fault ID. There was no reported adverse impact to the customer's blood glucose level. The customer planned on resuming insulin on a new insulin pump.